Event description:
As reported, on (B)(6) 2015, a gore® viabahn® endoprosthesis was used for the treatment of a superficial femoral artery (sfa) thrombosis. The 6mm x 15cm gore® viabahn® endoprosthesis was placed from the sfa origin to the proximal popliteal artery. On (B)(6) 2015, follow-up imaging revealed the 6mm x 15cm gore® viabahn® endoprosthesis migrated 2cm distally from the original placement. An embolectomy was performed at that time. On (B)(6) 2015, a 6mm x 25cm gore® viabahn® endoprosthesis was placed to reline the entire vessel segment. Post procedure, the blood flow looked good; however, a couple hours later, the patient developed symptoms and imaging revealed the 6mm x 25cm device had also migrated 2cm distally. Reportedly, the physician felt an anomaly may have been present which may have contributed to the two devices migrating distally. A common femoral to popliteal artery bypass procedure was performed. On (B)(6) 2015, the patient received an amputation.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Image analysis summary 5/19/2015 - the sfa appears to have minimal flow. There appears to be a catheter in the proximal sfa. Contrast injection into the sfa directly appears to show contrast in the sfa. There appears to be the proximal end of a device deployed in the distal end of the sfa. There appears to be a second device deployed in the proximal sfa with the radiopaque markers at the level of the common femoral bifurcation. 6/19/2015 - comparing the 6/19 to the 5/19 the proximal end that did appear at the level of the common femoral bifurcation appears to have moved distally approx. 2-3cm. There does not appear to be contrast/flow in the devices implanted in the sfa. 6/20/2015 am - comparing the 6/20 to the 5/19 the distal end of the original devices appears to have moved distally approx. 2-3cm. There appears to be minimal flow through the devices. There appears to be a catheter injection within the devices which demonstrates flow lumen abnormalities within the vessel distal to the devices. There does not appear to be contrast in the tibioperoneal trunk. There appears to be a new device deployed within the proximal end of the current devices extending to the common femoral bifurcation. 6/20/15 pm -there does not appears to be contrast in the devices. The proximal end of the devices appears to have moved distal from the deployed location which was at the level of the common femoral bifurcation. There appears to have been a surgical bypass graft implanted with the distal anastomosis at the level of the popliteal artery.